Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer using an ilet bionic pancreas with a dexcom g7 cgm experienced a "dosing stopped¿connect cgm" message while attempting to start a sensor, then obtained a cgm reading of 396 mg/dl after eating without announcing the meal. Symptoms included no acute clinical effects. Outcomes included transient hyperglycemia outside the target range for a couple of hours without medical intervention, ketone testing, or use of backup therapy. Investigation included customer support review of cgm pairing status and sensor menu options, confirmation of the correct pairing code, and troubleshooting education on system use and meal announcements. Investigation of this case revealed that the event was consistent with missed meal announcement leading to hyperglycemia while dosing was stopped pending cgm connection, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcement, were the probable cause.